Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the interventional wire (enroute 0.014'' guidewire) which required a second unplanned stent to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.